Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead insulation damage. This ra lead remains implanted. No additional adverse patient effects reported.